Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver charging port was pushed in, the receiver was smoking and hot to the touch. No additional event or patient information is available.